Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the stylus was replaced. (B)(4).

Event description:
It was reported that the cursor on the programmer screen did not match the stylus position. The programmer was returned for servicing. No patient complications have been reported as a result of this event.